Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a coronary artery bypass graph procedure on (B)(6)2010 and surgical steel wire was used to close the sternum. On (B)(6) 2010, the pt complained of chest pain but was subsequently sent home. On (B)(6) 2010, the pt's wound became reddish, with pus oozing out. The deep sternal wound was infected with mycobacterium fortuitum strain. The initial sternal wires that were implanted were removed on (B)(6) 2010 and a rectus flap closure was done on (B)(6) 2010. The pt is recovering well.